Event description:
The customer reported that they rec'd a "service required" message at power-on of the device. The context of this event is not yet known. There was no report of pt involvement or pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.